Event description:
A medtronic rep reported that the camera status for the frame and the probe were flickering green and red on the treon navigation system. New spheres were placed on both the frame and the probe and the issue persisted. In tracking details the camera sees all the markers and frame geometry error would change from .13 to .43 to nothing (red status). Cleaning the lenses did not resolve the issue. Moving the camera closer made the issue better, but still persisted. The case was completed successfully with no impact on the pt's outcome reported.

Manufacturer narrative:
A continuity test revealed an intermittent short from pin 10 to the shield. The spring arm is in otherwise good condition. The electrical short directly caused the event. Replacing the treon spring arm assembly resolved the issue. Sent back tiu and power communication cable unused.